Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 1 patient sample on a cobas 8000 c702 module. The initial glucose result was 1.00 mg/dl. The glucose result was abnormally low so the customer repeated the sample. The repeat result was 6.64 mg/dl. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The field service engineer (fse) found that the gear pump pressure was low. The fse replaced the gear pump and adjusted the pressure, adjusted cell rinse and probe rinse levels. Mechanism and hardware checks were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.